Manufacturer narrative:
This complaint is considered closed.

Event description:
Patient had hip done on (B)(6) 2012. The tip of the corail inserter broke off and was left in the patient. This was unknown until patient came infor her other hip on (B)(6) 2013, and it showed up on an xray.

Manufacturer narrative:
Updated: the instrument has not been returned for examination. It is however known that tip fracture can occur when using this instrument improperly. Previous investigations, including evaluations by a depuy material scientist has determined that use error, in impacting the shaft when not properly aligned within the mating stem, is the root cause. Manufacturing or material error has not previously been identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complainant has not provided a manufacturing lot code. The investigation is not able to determine if manufactured prior or post the design improvements. Corrective action not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument has not been returned for examination. It is however known that tip fracture can occur when using this instrument improperly. Previous investigations, including evaluations by a depuy material scientist has determined that use error, in impacting the shaft when not properly aligned within the mating stem, is the root cause. Manufacturing or material error has not previously been identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complainant has not provided a manufacturing lot code. The investigation is not able to determine if manufactured prior or post the design improvements. Corrective action not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The instrument has not been returned for examination. It is however known that tip fracture can occur when using this instrument improperly. Previous investigations, including evaluations by a depuy material scientist has determined that use error, in impacting the shaft when not properly aligned within the mating stem, is the root cause. Manufacturing or material error has not previously been identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complainant has not provided a manufacturing lot code. The investigation is not able to determine if manufactured prior or post the design improvements. Corrective action not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The instrument has not been returned for examination. It is however known that tip fracture can occur when using this instrument improperly. Previous investigations, including evaluations by a depuy material scientist has determined that use error, in impacting the shaft when not properly aligned within the mating stem, is the root cause. Manufacturing or material error has not previously been identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complainant has not provided a manufacturing lot code. The investigation is not able to determine if manufactured prior or post the design improvements. Corrective action not indicated.